Event description:
It was reported that, "peak cage became disassociated from handle during implantation. Insertion hole in graph became deformed."

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.